Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the customer experienced an elevated blood glucose (bg) level of 410 mg/dl. Cause of bg level was not known. Customer administered a correction bolus to address the issue and went to urgent care. Customer was treated with intravenous fluids of saline and insulin. And was discharged the following day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information. However, the customer did not respond.